Event description:
It was reported that the needle deployed the cannula early during the activation process. The patient also noticed the cannula was bent. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.